Event description:
Procedure: bariatric procedure. According to the reporter: the instrument broke when it was fired. There were no complications due to the instrument. A second device was necessary to perform the procedure. Surgery time was extending approximately 30 minutes. The patient's status post operatively was good.